Manufacturer narrative:
A follow up will be submitted upon completion of the plant's investigation.

Event description:
During a call to technical support, it was noted that the patient experienced an overfill condition. (B)(6). The reported drain volume of 6434ml is 319% of expected volume and the drain volume of 5343ml is 267% of expected drain volume, which resulted in a device malfunction. The patient completed treatments with manual exchanges. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported event. A service record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. External, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed and completed without any alarms or problems occurring. The reported complaint symptom ¿sb supply bag lines are blocked¿ was not reproduced during testing. The complaint symptom lf39 - iipv (dv > 200% of fv)¿ was not reproduced during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no internal, visual discrepancies found in the inspection of the received cycler unit.